Manufacturer narrative:
Evaluation summary: the device history records were reviewed, there were no unusual findings related to the reported issue. Investigation including root cause analysis is in progress. It was noted that the patient had corneal folds, but the energy was not increased prior to treatment. It is likely that the patient's corneal folds contributed to the incomplete treatment. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following the laser assisted portion of cataract surgery, there were multiple tags left from the capsulorhexis resulting in a radial tear. In the surgeon's opinion it is unknown if the laser caused or contributed to the event, the patient did have corneal folds, however, the energy was not increased prior to treatment.